Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during prime and insulin was squirt out of the tubing. The insulin pump was not bumped, dropped or exposed to moisture. The drive support cap appears loose. Blood glucose value is 126 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with compromised force sensor system error alarm during basic occlusion test due to protruded and or loose drive support disk. The device had missing end cap sticker, cracked case at display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area, broken reservoir tube lip, and cracked reservoir tube.